Event description:
Double lumen central line placed in l subdivision continued to leak profusely at insertion site. Attempt was made to thread new catheter over a guide wire @ original insertion. Following several attempts, a portion of wire was broken off and remained lodged in vessel. Placement verified by cxr; pt. Returned to or for successful removal of wiredevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, none or unknown, unanticipated, guidewire. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was not destroyed/disposed of.